Manufacturer narrative:
Reported event of noise and oversensing was not confirmed. The pacer was received from the field with battery voltage at elective replacement indicator level. Electrical analysis was performed, including atrial and ventricular sensitivity tests under field conditions revealed no sensing anomaly. A visual inspection of the header and connectors revealed no contamination or foreign material that could contribute to the reported complaint. Additionally a longevity assessment was performed, and the device exceeded projected longevity and it is considered normal battery depletion.

Event description:
Related manufacturer report number: 2017865-2021-39432, 2017865-2021-39433, 2017865-2021-39434. During an in clinic follow-up, noise resulting in oversensing was observed on the right ventricular, left ventricular and right atrial leads. Since the noise and oversensing was observed on each lead in the system, the physician suspected the electrical anomalies may have been related to the device. The system was explanted and replaced to resolve the event and the patient was in stable condition.